Event description:
I had essure placed inside me for birth control. I was told this would be the easiest, with the least side affects. Nothing in my life has been easy since those coils were put inside my body. Fatigue, joint pain, unable to exercise, work and take care of my children and family. Marriage is on the rocks because I'm basically not what my husband married. I had the essure taken out by hysterectomy (B)(6) of 2019 because I found a doctor who had heard of the problems. But that was after years of asking for help; 2 years after my hysterectomy, I am still battling hashimotos and something else that no one can pinpoint. We are (B)(6) in medical debt to date and I am still bed ridden. Please have mercy for all the women out there that are suffering side affects. We need health reform. We need help. We need someone to find us answers and not look at us like we are crazy. It's time for you all to own up to what you've done and fix the problems you've created. Kneel down before god and ask forgiveness and start us all on a track to health. FDA safety report ID# (B)(4).